Event description:
During procedure, retaining clip on the clearvac pencil carriage 'broke' off. This could have fallen into operative site and caused serious complications.

Manufacturer narrative:
Conmed electrosurgery does not deem this event as reportable. However, we are notifying the FDA of the event as the (B) (4) was notified by the user facility.